Manufacturer narrative:
Analysis confirmed the customer comment of no atrial output and it was attributed to the main printed circuit board being out of specification in an electrical manner. It was additionally noted that the hanger was cracked. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator had no atrial output. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
Failure analysis was performed on the main board. Visual inspection noted that a component was missing. The component appeared to have been ripped off the board. This component is part of the atrial ring output circuitry. The component was replaced with a known good component. The board was then run on an automated test console. All tests passed. The logs were reviewed, no errors were found. Conclusion: confirmed customer complaint of no atrial output, the failure was caused by a missing component. If information is provided in the future, a supplemental report will be issued.